Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used during a transurethral ureteroscopy holmium laser lithotripsy procedure performed on (B)(6) 2022. During the procedure, after opening the cone, it failed to close. The procedure was completed with another stone cone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation results revealed the coil/cone peeled/sheared; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The returned stone cone device was analyzed, and a visual evaluation observed that the blue/green shrink at the distal tip was separated from the distal stop. A functional testing was performed and found the cone was tangled and cannot fully close. Based on all available information, it is most likely that the damage was caused during the testing of device with the use of excessive force or manipulation. This is shown by the separation of the blue/green shrink at the distal part which likely caused the cone to become tangled. Therefore, the most probable root cause is unintended use error. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.